Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 55-77 mg/dl resulting in the customer losing consciousness. Low bg cause was not known. The customer's colleague "made glucose" and administered the "glucose into vein" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.